Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection found no anomalies. Technical visual inspection found no anomalies. Device evaluation found that the motor had failed. The motor assembly was replaced. The software was set to 1.5. The circuit boards were inspected. The device was calibrated. The device was tested on a simulator and the alarm, battery, display, force, keypad, patient side occlusion, self test / power, and final visual inspection passed. The root cause was determined to be that the motor failed due to aged parts. This was related to the previous repair. This type of event will continue to be monitored.

Event description:
Reportedly, post repair, the device's alarm sounds a few seconds of operating. It is unknown if there was patient involvement. There was no report of patient harm. No additional information available.